Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: contact by phone.

Event description:
Consumer reported husband was assisting her with test and had immersed the nasal swab in the liquid reagent and consumer proceeded with swabbing both nostrils. Consumer did not complain of product deficiency but was concerned if liquid was toxic. Consumer flushed nostrils with saline. Consumer did not report any bleeding or discharge. Technical support specialist provided information from website (referred consumer to website), instructed to flush with plenty of water, and suggested to contact poison control and/or health care provider if irritation persists. Consumer to call back if further assistance is needed.